Manufacturer narrative:
Endochoice company representative replaced the transcoders within the fusebox processor during site visit following the report. No malfunction could be replicated after the repair.

Event description:
During one or more endoscopy procedures, it was reported by the medical facility that the video display either completely lost or intermittently lost images. There was no report of injury or other negative health consequences to any patient.